Event description:
Per the audiologist's report, this pt was on a vacation and could no longer hear sound. Her audiologist reprogrammed her device, but reported the sound faded away. Externals were exchanged and the device was reprogrammed repeatedly. The pt's device performance reportedly became intermittent and integrity testing performed revealed 6 faulty electrodes. The surgeon explanted the device and reimplanted the pt with a new one (surgery date unknown).

Manufacturer narrative:
This type of event is addressed in the device labeling.